Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 37-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, a thrombus developed in the patient's left ventricle. Due to the noted clot, tissue plasminogen activator was administered and the issue resolved. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The investigation into the reported thrombus has been completed since the original report was filed. The device was not returned by the medical facility. It was reported that there were concerns for clot in the left ventricle. There was no mentioning of any other clinical details that the injury was related to the functioning of the pump. Later, the issue was resolved after the administration of tissue plasminogen activator (tpa) and the pump function was stable and no other problems was reported. The root cause of the patient injury was patient condition.